Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the caregiver reported that the ilet became unresponsive, and the user¿s bg rose to 400 mg/dl. The user administered 15 units of novolog via mdi and will continue mdi until receiving a replacement. No symptoms, intervention, or long-term effects were reported.